Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during procedure, the needle detached from the suture, and was not retrieved from the patient. The procedure was completed with another uphold lite device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis of the returned uphold lite revealed that the lead suture broke. The suture on the blue with white stripe dilator is broken. The remainder of the suture with dart was not returned. Analysis also revealed that there was no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during procedure, the needle detached from the suture, and was not retrieved from the patient. The procedure was completed with another uphold lite device. The patient's condition at the conclusion of the procedure was reported to be stable.